Event description:
A (B)(6) male patient contacted zoll customer support to report that when he was about to change his battery, he noticed that there was a "buzzing" sound coming from his monitor. He removed it from the holster and it "felt hot to the touch." The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (monitor overheating) is under investigation. Upon receipt, the monitor would not power up and was drawing 1.5a. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted. The patient received a replacement monitor.